Event description:
Customer's mother reports back to back testing on the same meter while using the aviva system with results of 202 mg/dl and 94 mg/dl. Mother reports customer has been storing strips outside of container when she goes to school; unable to confirm that strips used were stored outside of container. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.